Event description:
It was reported that the right-atrial (ra) lead exhibited noise oversensing. As a resolution programming changes were made initially but later the ra lead was explanted and replaced. During the procedure the right-ventricular (rv) lead exhibited noise oversensing, low pacing impedance, low defibrillation impedance and r-wave amplitude variation due unspecified procedural lead damage and as a resolution the rv lead was explanted and replaced as well. The patient condition was stable.